Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. After battery installation, the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. The pump was unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify low battery alert due to display anomaly. The pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their batteries on the insulin pump runs out within two to five days. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not resolve the issue. The insulin pump will be replaced. The insulin pump will be returned for analysis.